Event description:
On (B)(6) 2017, I had a cardiac cath during which a mynx grip closure device was used. On (B)(6) 2017, I began bleeding out into my right leg. I had to be flown to another hospital for a higher level of care. My leg was literally swollen. May contact (B)(6) for (B)(6) 2017. Also (B)(6) for (B)(6) 2017. Twice its normal size and was blackened in color. The pain was horrible. I had to have another procedure to stop the bleeding. I was told later by my cardiologist, dr (B)(6), that the mynx device had failed. I have chronic pain and tenderness in my right inner thigh. I had to use a walker for 2 months after this happened. In addition to the cost of the cardiac cath, I now have the expense of 2 ER visits, a helicopter flight and another hospitalization. All through no fault of my own. (B)(6) 2017 - deployment time: 1410.